Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2021. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dib00 model intraocular lens(iol) unfolded from loader outside of the eye . There was patient contact, however, it was only the cartridge tip. The lens haptic was damaged. No medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were performed. Procedure was completed successfully using another lens of same model and diopter. No further information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 9/1/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position and in good condition. Scarce residues of viscoelastic material was observed on cartridge. No damaged was observed to the cartridge and to the device. The lens was returned outside the device. One of the haptic was observed detached. No damaged was observed to the other haptic and to the lens surface. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported as haptic damaged and folding issues was not verified. However, haptic detached was identified on sample returned. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.